Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump kept on rewinding and kept squirting insulin. Customer stated that the rewind message occurred after an alarm. Customer stated they were stuck in rewind complete/bolus delivery loop. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with detached/broken end cap. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify prime/fill anomalies due to detached/broken end cap.